Event description:
It is reported that a customer had sent in his original insulin pump for analysis and has not got back any conclusions about it. The customer's blood glucose level was at 195 mg/dl. The customer stated that he is having issues with his current pump when he fills the reservoir or change his battery. A new insulin pump was sent to the customer. No further information was provided.

Manufacturer narrative:
The insulin pump had a blank display due to a broken solder joint on the interface board. No functional testing could be performed due to the blank display. The insulin pump had a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.